Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our polish affiliates, during implant procedure of a 23'mm sapien 3 ultra valve in the aortic position via transfemoral approach, while positioning prior to deployment, the patient experienced sudden hypotension and bradycardia. Rapid pacing was initiated, and the valve was successfully deployed. Post-implantation, contrast stagnation was noted in the left ventricle and aorta, prompting brief chest compressions, catecholamine administration, and pacing at 80'bpm, followed by transient hypertension (up to 200'mmhg). Control angiography showed a satisfactory result and the procedure was concluded. After vascular closure, the patient again developed sudden hypotension, requiring re-administration of catecholamines and intubation. Subsequent transthoracic echocardiography identified significant pericardial effusion. Pericardiocentesis evacuated 300'ml of fresh blood, resulting in immediate hemodynamic stabilization. A pericardial drain was placed prophylactically, and the patient was transferred to ICU. Final echocardiography showed acceptable valve gradients (pg max 13'mmhg, pg mean 8'mmhg). The patient outcome was stable condition.